Event description:
The customer reported the battery compartment got hot in temperature and burned the tip of the battery causing a burning smell. The customer is unsure how long the alarm was in use at the time or when this was discovered. There is no pt incident or injury reported. There is a note on the return product which states: "the battery melted and springs melted."

Manufacturer narrative:
Results: eval of the returned product did not confirm the issue; the alarm did not become hot during eval. The alarm passed all functional testing. However, the top set of battery springs are badly bent and one is burnt. The battery door cover is missing. Note: the instructions for use on battery installation states: take care not to damage battery contacts. Batteries should be inserted on top of red ribbon and the loose end of the ribbon should stick out the other end for easy battery removal. Lay the loose end of the red ribbon on top of the batteries and reattach the battery compartment door. Slide it shut, locking it into place. (B)(4).